Event description:
Paramedics attended to a pt diagnosed in cardiac arrest. The operator allegedly received a shock to her thumbs while administering a defibrillator discharge to the pt. Disposable defibrillation electrodes were being used on the pt and the paddles were in the adapter storage receptacles. The operator was admitted to the hosp and later released. Nitroglycerin was administered to the operator for tachycardia. The pt's outcome was not reported.